Event description:
Merge software took first blood pressure when getting pt ready for case. Vital signs were in auto mode. Blood pressure failed to take rest of case. Blood pressure did not even attempt to start inflating cuff.